Event description:
It was reported that during a renal percutaneous transluminal angioplasty and stenting treatment procedure, a stent dislodgement occurred. The stent came off of the balloon as the balloon/stent was being withdrawn back into the 6f sheath due to the wire prolapsing. The procedure was completed using another MFR's device. It was reported that there were no injuries or complications for the pt. Pt status is reported as "no harm." Add'l info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device has not been rec'd for analysis as of the date of this report. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.